Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported for the last 3 to 4 days, the patient has had to lean forward to urinate to get all the pee out. The patient currently did not feel stimulation. The patient synced with the patient programmer and the programmer showed the stimulation was on. The patient stated that increasing to 2.6v was uncomfortable, and decreasing to 2.5v they felt nothing. The patient switched to program 1 and decreased from 1.4v to 0.7v where they felt it and it was fine. The patient was redirected to their healthcare professional (hcp) if the problem didn't resolve. No further complications were reported as a result of this event. Additional information received from the patient reported that she did not know why she was not why if felt like she was not emptying. She noted that the issue was not resolved. The patient indicated that she did not follow up with her healthcare provider.